Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient ((B)(6) year old) underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported that during an afib case, a perforation on the left atrium was discovered by ultrasound. A pericardiocentesis was performed and caller did not know how much fluid was extracted. The patient was reported to be in stable condition and will be transferred to the operating room for follow up with the surgeon. The caller commented that the ablation catheter was not involved in the incident it was out of the body. The soundstar catheter was used to see the effusion. The cs catheter was in the coronary sinus (cs) but not being used for anything at the time. In the opinion of the physician the cause of the event was procedure. The patient¿s condition has improved. The patient¿s condition required hospitalization for monitoring. A clinician interviewed the sales representative on 07/27/20. The procedure started with a cavotricuspid isthmus (cti) line ablation that was competed successfully. Then the physician took out the smart touch catheter and tried to perform transseptal puncture under soundstar guidance. The cs catheter was left in the cs. Patient had a very challenging anatomy and after a few attempts the physician noted an effusion. The procedure was aborted and pericardiocentesis was performed. The sales representative was not aware whether there was blood pressure drop but to his account the patient was stable throughout. After pericardiocentesis the patient was transferred to the operation room but they could not identify the perforation. The sales representative did not know whether a sternotomy was performed. The patient was hospitalized after the procedure due to non-cardiac (oncological) issue.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30310520m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).